Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received notes the asymptomatic patient presented for in clinic follow up with the right atrial lead exhibiting over-sensed noise resulting in episodes of inappropriate automatic mode switch. No interventions were made.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for follow up in clinic. The atrial lead exhibited noise. Noise reversion episodes were noted on electrograms and the noise was reproducible with isometrics. The patient was in stable condition. No intervention was performed, the patient would continue to be monitored.